Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, lot#serial#: (B)(6), product type: extension, product ID: 3708660, lot#serial#: (B)(6), product type: extension, h3. Analysis of the extension (s/n: (B)(6) found the connector block #0 is twisted in the molded rubber 2.1cm from the distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-jun-24 mpxr 1194498 (for, dis): it was reported that the stimulator was short-circuited during the operation, and the electric resistance of the lower access contacts were all the same. The stimulator and extension were replaced and the issue was reported to be resolved. No symptoms reported. Unknown if any external factors led to the issue. 2024-jun-28 e1 (for, rep): no new information. 2024-oct-01 an_rp (for, rep): no new information. 2024-oct-08 e2 (for, rep): no new information.

Event description:
It was reported that the stimulator was short-circuited during the operation, and the electric resistance of the lower access contacts were all the same. The stimulator and extension were replaced and the issue was reported to be resolved. No symptoms reported. Unknown if any external factors led to the issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID: 3708660, serial: (B)(6), product type: 0191-extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the 37612 activa rc implantable neurostimulator (ins) (serial number (B)(6) revealed no significant anomalies. The ins was functioning within specifications but has reduced capacity due to overdischarge{s}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.